Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during drain four of four on the homechoice (hc) device. The home patient (hp) was connected at the time of the event. The hp indicated they had disconnected during the dwell cycle without using proper disconnect procedures and had reconnected to the patient line. The technical service representative (tsr) assisted the hp in clearing the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.